Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 5171098, model/catalog description: infinion cx lead kit, 50 cm. Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 360581, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had a staphylococcus infection at the lead incision site. Symptom of infection was pain at the lead site. The physician believed that the infection was neither device related nor procedure related. The patient was placed on antibiotics and underwent an explant procedure.